Event description:
The company was informed that the patient's device was explanted, due to infection and an active cholesteatoma. The patient's ear canal was closed off and, the patient was not reimplanted at the time. Advanced bionics is in the process of gathering more information. Once more information is available, a supplemental report will be submitted.